Event description:
It was reported that a vns patient received a high impedance warning upon device interrogation. The reporter also indicated that after this office visit the patient began to experience an increase in seizures, but the patient's medication had been adjusted as well. The patient underwent revision surgery and the explanted lead and generator were returned to the manufacturer, where they are currently awaiting analysis. Good faith attempts for additional information have been unsuccessful to date.